Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was unable to be observed in the returned photo. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that when you pull the cathena needle back blood may splatter. Rcc received a complaint via email. While at a hospital a (B)(6) employee heard a hospital employee express xxx with cathena. The hospital employee indicated that ¿when you pull the cathena needle back blood may splatter¿. The provided photo is only intended to portray product code information. No batch was visible and the physical unit is no longer available. Date of event: february 10, 2026 hospital facility: xxx facility contact person: xxx (unknown last names) facility contact information: unknown direct phone number or email sample status: no sample is available (either physical or photographic) patient impact: no known patient impact product code: 386863 (cathena 20ga x 1.25¿) product batch: unknown that is all the information that is available and no additional information can be provided.